Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent esc and act buttons due to unlocked j2 or lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a button anomaly. The blood glucose value was unknown. Customer stated that the esc button was not responding. The product will return for the analysis.